Event description:
It was reported that an electrical reset occurred while the patient was receiving radiation. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that there was a power on reset - power on reset parameters (por), 1 - por for write to locked ram, addr=0fab, data=2 on (B)(6) 2012 13:58:56, and 1 - patient alert for por on (B)(6) 2012 13:58:56. (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) power on reset - power on reset parameters (B)(4), 1 - por for write to locked ram, addr=0fab, data=2 on (B)(6) 2012 13:58:56.1 - patient alert for por on (B)(6) 2012 13:58:56.